Event description:
Summary: based on complaint report or investigated failure mode, there was a staining alteration. Customer complaint record reported the event as follows: slides not completely stained. No direct or indirect patient harm or user harm have been reported.

Event description:
Customer complaint record reported the event as follows: slides not completely stained. No direct or indirect patient harm or user harm have been reported.

Manufacturer narrative:
Corrected data: b6, d3, g1, g3, h6, h7.